Event description:
A ventilator was returned to the manufacturer for service for evaluation of a broken nurse call connector. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alleged broken nurse call connector was confirmed. The nurse call connector required replacement to address the issue. However, the device was not required for inventory and was scrapped.